Event description:
Was call on (B)(6) 2013 regarding a patient with a painful hip done approximately 10 to 12 years ago. After review the x-ray picture it was determined to be a definition stem with a vitalock cup and head. The doctor requested that liners were available for the cup. He said he was going to remove the stem and replace it. The surgery was performed as planned. The stem and cement were removed and the liner was replaced.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown definition stem. An evaluation of the device cannot be performed as the device sent to pathology per or protocol and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.